Event description:
On 1/27/98, after several intraoperative attempts to insert the iab percutaneously, the iab was inserted transthoracic into the ascending aorta over a graft. On 2/4/98 after iabp for 192 hours, the "blood detect" alarm sounded several times from the system 97 pump and blood was noted in the tubing. The iab was removed with thoracotomy and clotting was noted on the exterior of the balloon. The pt's blood pressure dropped and high catecholamines was required to maintain stability of the pt's circulation. Even complications: drop in blood pressure - reported 2/17/98. Pt's current status: unk - rpt'd 2/17/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters subintimal space, is located too high in the aortic arch, or enters the subclavian artery.